Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04825. It was reported that the patient never had effective stimulation from their drg system. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the drg ipg was explanted and the leads were cut.